Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and that the customer experienced high blood glucose levels. The blood glucose reading was 265 mg/dl. The customer stated that the blood glucose readings had been between 300 and 400 mg/dl without any changes in eating habits. He complained of excessive thirst and treated with a walk and boluses. He declined troubleshooting for the high blood glucose levels. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and was unable to prime during primed test due to faulty force sensor resistor. Occlusion test was not finished due to the motor error alarm. The device had missing end cap sticker, cracked battery tube threads, and cracked reservoir tube lip.